Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The device was cycling but presumably it was not coapting the urethra enough; the physician believed the cuff was no longer the correct size for the patient. A surgical procedure was performed during which the entire device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. Improperly sized cuff is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent size related complications. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.